Event description:
Report received indicated difficulty capturing the filter. The intended procedure was a percutaneous transluminal angioplasty to the carotid artery. The vessel was mildly tortuous. There was no information regarding vessel/lesion calcification, rate of stenosis and patient specific information. There were no anomalies noted with the capture sheath during its inspection prior to use. When attempts were made to capture the filter, the filter was unable to dock into the capture sheath. It was indicated that the proximal filter marker could not align to the distal marker of the capture sheath. However thereafter in some way the filter was closed (details not available) and withdrawn from the patient without any adverse consequence.

Manufacturer narrative:
This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.